Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's father reported that the customer was hospitalized from (B)(6) 2014 with diabetic ketoacidosis (dka). The customer's blood glucose was in the 400s (mg/dl). The customer was given an insulin drip and IV fluids. The pod was discarded at the hospital.